Event description:
Additional information was received from the customer confirming that there was no patient harm due to the procedural delay. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event and product problem, and b2 should not be marked at all. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that during colonoscopy procedure, the angulation of the colonovideoscope seems to be "a bit tight and stiff". The procedure was delayed for more than 30 minutes as a result. The procedure was still completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received from the customer. This supplemental report is being submitted to provide a correction to primary UDI number which was inadvertently marked as (B)(4).